Manufacturer narrative:
This report is correcting the aware date of (B)(6) 2017 per report 3004209178-2017-00913 submitted on 2017-jan-13 to 2017-jan-09 of this report.

Event description:
Additional information received from the manufacturer representative (rep) indicated that the patient was seen on (B)(6) 2017 and poor coupling was found upon reviewing the recharging statistics. They were able to get 6-8 boxes at the office and the patient quickly charged to 1/4 full in order to reprogram.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that the patient was having difficulty recharging their implantable neurostimulator (ins). The manufacturer representative stated that the device wasn¿t charging, and that it would deplete quickly after charging. It was noted that the ins was in a discharged state at the time of the call and the manufacturer representative couldn¿t interrogate it to check impedances. Recharging statistics were reviewed. The patient was to follow up with their healthcare provider (hcp). It was noted that the issue occurred in (B)(6) 2016. No patient symptoms were reported. Indication for use is non-malignant pain.